Manufacturer narrative:
The customer's reported complaint that the autopulse platform displayed user adivisory (ua) 07 (discrepancy between load 1 and load 2 too large) error message was confirmed during archive review and functional testing. The root cause of the issue was due to defective load cells and once replaced, the error message was able to be cleared. The platform passed functional tests without exhibiting any fault or error. Functional evaluation of the returned autopulse platform was performed and "ua07" error message was observed during testing, therefore confirming the reported complaint. The load cells were replaced to remedy the issue. A review of the platform archive log showed there were numerous of faults "ua07" appeared on (B)(6) 2016. A visual inspection of the returned autopulse platform was performed and found the front enclosure cracked and the battery lock was bent. The autopulse platform is a reusable device and was manufactured on 06/18/2012, therefore this type of physical damages found during visual inspection is characteristic of normal wear and tear for the life of the device and is not related to the reported complaint. Historical complaints were reviewed for service information related to the reported complaint and there was no previous history of complaint reported for autopulse with serial number (B)(4). The death was not related to the device. The autopulse is used as an adjunct to manual CPR in cases of clinical death. If the autopulse unexpectedly stops compressions, rescuer should revert to manual CPR, which is the standard of care. In this case, autopulse displayed user advisory (ua) 07 (discrepancy between load 1 and load 2 too large), which is a protective features that are designed to prevent compression when patient is not properly aligned with the device. Manual CPR was performed. Changing from the autopulse to manual CPR is quick, and is similar to the time necessary for rescuer rotation during standard manual CPR. Therefore, because the conversion to manual CPR was quick and was available, the patients outcome was not negatively impacted by the interruption.

Event description:
It was reported that the autopulse platform (sn:(B)(4)) displayed user advisory(ua)7 (discrepancy between load 1 and load 2 too large) when used on a (B)(6) year old male patient. The use of the platform was terminated and manual CPR was performed. Per reporter, the patient died at the time of the reported event and was pronounced dead by the physician at (B)(6). The reporter reported that the patient death is not attributed to autopulse. Multiple attempts were made to contact the reporter to obtain additional information; however, were unsuccessful. No other patient information was provided.